Event description:
Related manufacturer reference number: 2017865-2022-08895. It was reported that the presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) lead exhibited noise. No intervention was performed, the physician elected to continue monitoring the patient. The patient was in stable condition.